Event description:
Caire was contacted of the alleged incident on (B)(6) 2011, by a contract administrator from a distributor, via a product/vendor quality report. The details of the alleged incident were outlined within the product/vendor quality report, along with a contact name (B)(6) at the distributor for further details and info. Caire has left 5 voicemails for (B)(6) with no returned call, the voicemails were left on the following dates: 3/20/2011, 3/31/2011, 4/1/2011, 4/11/2011, and 4/26/2011. Caire has also sent an email and left a voice mail to the initial reporter, the contract administrator, with no response or no returned call. The alleged incident is described in the product/vendor quality report as the following: "[pt/vendor states that]: paid caregiver was sprayed with liq o2 in the process of connecting and reconnecting the portable." The product/vendor quality report also states that the involved equipment has been quarantined.

Manufacturer narrative:
Caire will continue its attempts to contact the distributor for further info, as well as to have the involved unit returned for full-inspection and testing.